Event description:
This spontaneous report was received from a swiss physician and concerns a 62-year old female patient. She was injected with radiesse, into the hands, in 2024. Radiesse was diluted (product preparation issue, off label use of device), in a 1:2 dilution. On 10-jul-2024, after the radiesse injection, the patient experienced swellings, itching, pain and hematoma on the hand. The patient was not hospitalized. No systemic antibiotic was prescribed. The symptoms persisted for 4 weeks after treatment and due to that, the patient was treated with cortisone. The outcome of the events was reported as not resolved. In the opinion of the reporter, the events were not life threatening, unknown if permanent and a causal relationship to radiesse was suspected. Follow-up information was received on 19-aug-2024: the case was upgraded to serious. The patient was injected with radiesse 1.5 ml, for improving skin quality of the hands, on 10-jul-2024. Batch number was reported as a00090930 (expiry date: 10/2024). A lot search in the global safety database was conducted. Radiesse was diluted with 0.5 ml of lidocaine. Concomitant medication was reported as none. The patient had no cardiovascular diseases, no coagulation disorders and no autoimmune diseased. She had asthma and penicilin allergy and was an occasional smoker. The patient had no herpes and did not take cortisone for a longer period of time. She had regular botox® injections and filler since 20 years, without complications. She was also previously treated with radiesse, without complications. Immediately after the radiesse 1.5 ml injection, the patient experienced swelling, up to 4 weeks after. Since 06-aug-2024, corrective treatment included prednisone, for 1 week. After that is the swelling went away. In the opinion of the reporter, permanent damage wont remain, treatment with prednisone was definitely necessary to prevent permanent damage and to accelerate recovery and events were related to radiesse. Due to the provided information, the outcome of the event swellings was considered as resolved, in 2024 (changed from not resolved). The outcome of the events itching, pain and hematoma remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event injection site swelling, deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse, lot number a00090930, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformance reports, corrective/preventive actions related to this lot.

Event description:
Follow-up information was received on 13-sep-2024: the physician last saw the patient 10 days prior to this report. She no longer had tension pain, redness or itching. However, there was still noticeable swelling on the back of the hand. Due to the provided information, the outcome of the event swellings was considered as not resolved (changed from resolved) and of the events hematoma, pain and itching was considered as resolved, in 2024 (changed from not resolved).